Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced damaged wire during insertion which occurred the day the sensor had been inserted in the arm. The patient was presented to urgent care for wire removal. Per documentation, they had to cut his arm open to take the wire out. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.